Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the catheter, during a critically low blood glucose event, the patient's mac introducer/ pa catheter appeared to be leaking. When the line was flushed, fluids began to pour out from somewhere in the introducer/ cannula. Unable to give patient medications through central access. Had to give d50, and several inotropes, pressors, and sedation through peripheral ivs. There was no allegation of patient injury.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The complaint lot and manufacturing date, and a specific failure or non-conformance was not provided, therefore manufacturing defects cannot be identified for a specific product. However, as part of the manufacturing process 100% of the units undergo a leak and flow test inspection. The instructions for use provides instructions for preparation techniques and insertion procedure steps as a guideline to follow and an aid for the physician. Information about general risk complications with the use of the catheter is also provided.